Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and found to have the grip open ring dislodged at the proximal end. The grip ring became dislodged causing it to shift to the lower position. The grip ring screw was still in place and tight as expected. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement and initialization tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument passed cut and seal tests on 3 of 3 attempts. No errors displayed during logs review.

Event description:
It was reported that the vessel sealer extend (vse) instrument was broken. There was no report of patient involvement.